Event description:
Reporter alleged the customer obtained a 368 mg/dl result on the advantage system while using expired strips around lunch time. Reporter stated he took 5 units of novolog at lunch and then obtained results of 320 mg/dl and 323 mg/dl. Reporter stated she called the paramedics because the customer was experiencing hypoglycemic symptoms and they tested him and then gave him a glucose shot. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that the expired strips were discarded and so no product will be returned for eval.